Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event, of the patient no external power alarms while connected to the mpu, was confirmed in the submitted log file. The customer submitted heartmate 3 log files for review ¿ after the patient experienced low voltage alarms. Technical service reviewed the log files and replied to the customer; they noted a loss of external power while the patient was using the mpu. The customer reported that the loss of mpu power event could have been due to power outages at the patient¿s home (due to recent storms). The submitted log file contained approximately 16 days of patient event data. The patient loss external power on one occasion; the occurrence lasted approximately 3 seconds. The patient was on the mpu before and after the event resolved. The lvad system was powered by the controller¿s backup battery during the loss of external power event. The mpu was not returned for evaluation. The reason for the loss of external power while on the mpu could not be conclusively determined from the submitted log file. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had low voltage alarms and reported that they let their batteries run down until they heard an alarm. Log file analysis review showed a low power alarm on (B)(6) 2019 which was caused by a loss of power to the mpu being briefly interrupted. It was reported that the patient is using the locking mpu ac power cord and that the recent storms could have caused the loss of power. There were no other unusual events recorded.